Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, de novo lesion in the proximal left anterior descending (plad) artery. A 4.5x08mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion for post-dilatation and inflated twice to [nominal] pressure. Negative pressure was held for 20 seconds; however, the balloon did not fully deflate. The bdc was pulled into the aorta still partially inflated, re-inflated to 2atm (atmospheres), and ultimately pulled back into the guiding catheter (gc) and removed from the anatomy still partially inflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code clarifier: incorrect removal. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. Three deflation times of the balloon were measured and met manufacturing specifications; thus the reported complaint was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was removed partially inflated. It should be noted the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation did not contribute to the reported complaint and had to happen given the clinical situation. The investigation was unable to determine a conclusive cause for the reported deflation issue. However, possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, manufacturing, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported deflation issue could not be determined since the complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.